Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient experienced cloudy effluent coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. Action taken with dianeal and extraneal therapies was unknown. Outcome of the event was not reported. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.